Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed needed tech support for arctic sun with a calibration error 80. Per additional information received via follow-up on 17-oct-2022, it was stated that the device failed to cool, device has a failed mixing pump. Biomed will order mixing pump and replace onsite. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that biomed needed tech support for arctic sun with a calibration error 80. Per additional information received via follow-up on 17-oct-2022, it was stated that the device failed to cool, device has a failed mixing pump. Biomed will order mixing pump and replace onsite. No patient involvement. Per additional information received via follow-up on 08nov2022, it was now getting alarm 80 during step 20. Transferred to tech support. Per additional information received via biomed on 08nov2022, biomed was calibrating device after changing the pump (biomed was unsure which one). Biomed was getting calibration error 103 (unable to communicate settings) (actual 0. Expected 10.85). Biomed did try that twice with the same result both times. Per sample evaluation results received on 31jan2023, the root cause of the device not cooling properly was determined to be a failed mixing pump. It was reported that the double bend tube was found expanded during servicing. It was stated that the mixing pump motor had seized bearings. It was noted that double bend tube and mixing pump motor were replaced.